Manufacturer narrative:
The investigation is in progress. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarmed and displayed an unknown error message. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarmed and displayed an unknown error message. There was no additional information provided and no patient involvement.